Event description:
It was reported that the gem v/nv 20dp ckv 5ss dehp free was clogged/blocked/occluded and experienced tubing ballooning/expansion. The following information was provided by the initial reporter: alaris infusion set 11426965-04, silicone segment "ballooning. Incident occurred in day oncology. 11426965-04 was primed with saline. Pre meds were bolused at the proximal smartsite. When rituximab administered via the compact chemo lines ( 22003-0004) and 5 port line running at 2mls /hr. Pump alarmed "occlusion" and then the nurse noticed that the silicone segment closer to the blue fitman had 'ballooned".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/22/2020. A 11426965-04 sample was received for investigation without packaging; residual fluid was present in the line. Additionally a 500ml fresenius kabi nacl IV bag was received connected to the spike component to assist the investigation. A visual inspection of the sample confirmed the customer's experience with the silicone pumping segment identified to have bulged. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20016958 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. In this instance the customer confirmed that the bulged silicone segment was observed after a bolus had been applied through the smartsite y-site, therefore this likely contributed to the customer's experience. A review of the database indicates that there have been a small number of similar complaints, however they have not been attributable to a product defect or manufacturing issue h3 other text : see h10.

Manufacturer narrative:
Medical device lot #: an invalid lot # was provided as: 20016958. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20dp ckv 5ss dehp free was clogged/blocked/occluded and experienced tubing ballooning/expansion. The following information was provided by the initial reporter: alaris infusion set 11426965-04, silicone segment "ballooning. Incident occurred in day oncology. 11426965-04 was primed with saline. Pre meds were bolused at the proximal smartsite. When rituximab administered via the compact chemo lines ( 22003-0004) and 5 port line running at 2mls /hr. Pump alarmed "occlusion" and then the nurse noticed that the silicone segment closer to the blue fitman had 'ballooned."